Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 01:15:05. During night drain cycle four, the patient's ultrafiltration reading was 1545ml, indicating the home patient (hp) drained 1545ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). An increased intra-peritoneal volume (iipv) is any therapy in which the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. A review of the device's event log was performed for the therapy initiated on (B)(6) 2011 at 01:15:05. A partial fill was delivered during fill 4 of 4 of 2145 ml, which was less than the expected fill volume of 2500 ml. Per the homechoice patient at home guide (B)(4) release (B)(6) 2010, during fill n, (fill 4) if the homechoice cycler delivers - 75% of the fill volume when the heater bag empties, the homechoice cycler will consider the fill complete. Review of the event log revealed that the cycle 4 drain was completed on (B)(6) 2011 at 10:12 and that the user's actual drain volume during cycle 4 was 3685 ml. The user had a partial fill of 2145 ml, and the actual drain volume of 3685 ml is 147% of largest prescribed fill volume (lpfv) of 2500 ml; therefore, this incident does not meet iipv criteria. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.